Manufacturer narrative:
H6: ventec has made multiple unsuccessful attempts to contact the authorized service provider (asp) who reported the issue, asking whether the device had been further examined/repaired by the asp or if it will be returned to ventec for evaluation. The asp has not responded to these requests. In the event that additional information is received, ventec will submit a follow-up report as defined by 21 cfr 803.56. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.

Event description:
An authorized service provider (asp), contacted ventec to report that the device was delivering low fio2 (fraction of inspired oxygen). There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.